Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage of 3.14 volts prior to implant. The value on the box was 3.25 volts. A guidant technical services consultant discussed not using the device, and then programming off the zip telemetry in the device and checking it again in 24-48 hours. If the voltage was still low, the device should be returned to guidant.